Manufacturer narrative:
Evaluation summary: the lens was returned. Solution was dried on the lens. One haptic is broken/torn in the gusset area. Two photos were reviewed. The product shows a broken haptic and clear solution present on the lens. The lens damage in the photos matches the lens damage of the returned product. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The reported haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a broken haptic at the junction of the haptic/optic when the surgeon took the intraocular lens (iol) with the forceps. There was no patient impact. Additional information was provided indicating that the event occurred during the initial procedure and the iol was removed. The patient remained aphakic for one week because there was no backup iol.